Event description:
International affiliate reports that x-ray revealed valve's distal catheter component was broken. The device was explanted and only the catheters portion is being returned for eval. The device was implanted sometime in 2002.